Event description:
The physician was using a sprinter legend rapid exchange (rx) balloon dilation catheter for pre-dilation of a lesion in the distal rca and push to the vessel wall a previously un-deployed competitor stent that had remained within the rca from a prior procedure. The lesion was 80% stenosed. The balloon was inflated to 20 atms and the previously undeployed stent was successfully pushed into the vessel wall. A distal edge dissection was then seen. The dissection was treated with deployment of a stent. The patient was stable post procedure and no clinical sequelae were reported. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (dissection), patient's condition affected effectivemess of device (80% stenosis). (Device not available for evaluation). Conclusion results: device failure/lack of effectiveness related to patient condition (80% stenosis).